Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. A visual exterior inspection was performed and the device passed. The receiver was charged and booted. A receiver functional test was performed and passed. The receiver log was downloaded and reviewed, download showed the receiver shut down for low battery at 81% and 80% and then rebooting because of the rf procesor. The receiver was in session at the time of the initial shutdown for low battery and when turned back on did not have an antenna connection.the receiver did not recover antenna connection. A receiver discharge test was performed and passed. The receiver case was opened and an visual interior inspection was performed. The device passed visual interior testing. The reported event that the receiver ceased to function was confirmed. A root cause for the firmware errors could not be determined because the complaint could not be replicated with the returned device.